Manufacturer narrative:
An internal investigation was performed for a customer in (B)(6) reporting a false positive cefoxitin screen result for a staphylococcus aureus patient strain in association with the vitek® 2 ast-p634 test kit (lot 7340872403). The customer stated vitek results were cefoxitin screen positive, and oxacillin susceptible. The cefoxitin disc diffusion and mastelex test confirmed the isolates were susceptible (mssa). Vitek testing was not repeated. The customer did not specify strains were tested from blood agar nor do they autoclave their dispensette (utilize 1% virkon for disinfecting autoclave). The customer did not save these strains for investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. Vitek 2 ast-p634 lot #7340872403 and 7340781403 met final qc release criteria for cefoxitin. A complaint search against ast-p634 card lots 7340872403 and 7340781403, did not indicate a trend for these card lots.

Event description:
A customer in (B)(6) reported a false positive cefoxitin screen result for a staphylococcus aureus patient strain in association with the vitek® 2 ast-p634 test kit (lot 7340781403). The customer stated vitek results were cefoxitin screen positive, and (B)(6). The cefoxitin disc diffusion and mastelex test confirmed the isolates were (B)(6). Vitek testing was not repeated. No patient information was provided by the customer. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.